Event description:
Related manufacturer reference number: 2017865-2022-38163. It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited noise oversensing. It was also noted that right atrial lead exhibited noise oversensing which resulted in inappropriate mode switch. No intervention was performed. The patient was stable.